Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.